Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager was failed. The customer stated that this malfunction occurred while dispensing the medication and they were unable to issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to a faulty smart remote manager latch. The field service engineer resolved the issue by replacing the latch and verifying the functionality through open/close tests in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager was failed. The customer stated that this malfunction occurred while dispensing the medication and they were unable to issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.